Event description:
Reporter stated that pt performed back-to-back blood glucose tests, using the suspect device, with results of 67 mg/dl and 123 mg/dl. Pt's therapy was not modified based on these results. No pt injury was reported and no treatment was received. Quality control testing had not been performed on the system. Technical support requested the return of the suspect product and replacement product was shipped.